Manufacturer narrative:
Zimvie complaint number (B)(4). Patient ID not provided.

Event description:
It was reported that the implant was removed due to the bottom half becoming fractured with peri-implantitis with pain and inflammation at the site.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant returned for investigation. Visual evaluation of the as returned implant (oss413) identified bone debris on external threads. Implant fractured at the threads. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was 'low bone density ¿ type IV'. The reported device (oss413) had been placed on tooth #21 (universal) for approximately 4 years. The implant was loaded prior to failure. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper techniques as well as overloading may lead to device failure. DHR review: DHR review for the lots (2015110503) have revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization review: sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2015110503) for similar events (complaint category keywords: fracture: implant ) and no other complaint was identified. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (oss413) did occur, and the reported event was confirmed.